Manufacturer narrative:
The synergy xd mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 06/09/2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.00 x 15mm non-boston scientific balloon, a 2.75 x 32mm synergy xd drug eluting stent was advanced but failed to cross the target lesion. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed stent damage.